Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the while loading the pump cartridge, excess air was pulled out and alleged a possible leak in the reservoir. The customer successfully loaded another cartridge. Blood glucose was 87 mg/dl.